Event description:
A patient underwent a revision procedure on unknown levels of the spine to address non fusion and loose screws within the construct. The rep confirmed the loose screws to be non nuvasive products. While attempting to remove a implanted screw the tip of the driver fractured off and was retrieved. The device was disposed of at the user facility and there was no adverse consequences to the patient as a result of the device failure.

Manufacturer narrative:
No device was returned as it was reported to have been disposed of at the user facility and no photos could be provided confirming the device failure. The patients bone quality is unknown. The root cause can not be confirmed although due to the nature of use of a removal driver repeatedly being subject to unregulated torque forces. Excessive force is likely the cause of the tip fracture. No additional investigation required. Label review: "do not implant the instruments". " pre-operative warnings - the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury". "Intra-operative warnings - the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed". #9402702 device disposed of at user facility.